Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a separation between the tubing and the twist clamp was observed. There were marking on the inside of the tubing indicating the tubing was positioned on the female connector leg. The patient adapter was fully seated on the tubing per specification; therefore, the reported separation between the patient connector and tubing was not verified.the cause of the separation between the tubing and the twist clamp could not be determined, however the assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause a separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the silicone tubing and patient connector of a minicap transfer set; further described as ¿the tube had become disconnected from the end piece¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.